Event description:
The reported description notes that there was a "speaker malfunction" message displayed on the monitor's screen. There was no audio available from the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that there was a "speaker malfunction" message displayed on the monitor's screen. There was no audio available from the monitor. The customer also reported that half of the display was missing ((B)(4)). This issue would be obvious to users. Should there have been no audio availability when monitoring the pt, possible harm to the pt may occur as the user would be unaware of a change in the pt's condition due to a lack of an audio alarm. Root cause - a loose cable connection was found by the customer. It is unk what was the cause of the cable disconnect. A replacement cable was not ordered as this cable was reconnected by the customer. The bedside monitor is reported to be operating per MFR specs. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, mfg materials, or labeling problems. No further investigation or action is warranted.